Event description:
Pt with a diagnosis of lumbar stenosis and spondylolisthesis, grade ii. On (B)(6) 2011, pt underwent surgery which was terminated during the first pedicle access l4 on the right due to lack of accurate image guidance. Intra-op attempts to rectify the image problem were not successful. A second surgical procedure done to perform original operative procedure.